Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for device upgrade procedure. Upon implanting the new right atrial lead, the lead was sutured and tested. The test showed that low impedance and no sensing. The physician decided to remove the lead, upon examination of the lead, an insulation breach was noted from where the lead was tied down. A new lead was implanted. Upon suturing the lead, increased threshold, increased impedance and reproducible noise was noted. The physician decided to leave the lead implanted as the procedure went on long enough. The patient was stable. Related manufacturer report: 2017865-2020-00082.